Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 4 false positive result were obtained. The samples were recollected using nasopharyngeal swab, and tested using prc test method and results were negative. The customer stated the employees tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The patients self quarantined for 10 days. Eua # (B)(4).

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0233466. Bd quality performs a systematic approach to investigate false positive/discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Initiated an investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 4 false positive result were obtained. The samples were recollected using nasopharyngeal swab, and tested using prc test method and results were negative. The customer stated the employees tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The patients self quarantined for 10 days. Eua #(B)(4).